Event description:
On (B)(6) 2011, (B)(6), received a report from the (B)(6) about an event that occurred on (B)(6)2011 involving a hl20 roller pump module rpm 20-320 single roller pump (article number: 70102.7652, serial number: (B)(4)). While using the hl20, after about 40 minutes of starting an ecc procedure the arterial pump stopped and an "erreur sys" error message was displayed. Several attempts were made to restart the pump without success, with the error message "err eeprom" being displayed. A perfusionist retrieved a pump from a backup console, and during this time the ecc procedure continued using manual hand cranking of the pump. The replacement pump was then attached to the unit. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The device was inspected by a maquet sas field service technician (fst). The fst could not reproduce the device problem. The device was tested according to the specifications and was functioning without any problems. There is no "erreur sys" in the hl20 manual. Since the problem could not be reproduced no repair or other corrections were performed on the unit. Reference: (B)(4).